Event description:
It was reported that there may have been an issue with the pump and that it may have been causing the patient some incontinence. The issue had been ongoing for approximately one month. It was indicated that magnetic resonance imaging (MRI) was to be performed. Patient outcome was unavailable at the time of the report. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there may have been an issue with the pump and that it may have been causing the patient some incontinence. The issue had been ongoing for approximately one month. It was indicated that magnetic resonance imaging (MRI) was to be performed. Patient outcome was unavailable at the time of the report. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report. (B)(4). Additional information reported that the cause of the incontinence that was previously reported was believed to be urge incontinence or psychogenic, and unrelated to the pump. An MRI was performed to investigate a possible granuloma, but no granuloma was identified. The catheter tip was noted to be at t12. The patient had not recovered, and symptoms/issue are ongoing. The drug that was used via the device system was morphine. Patient was to follow up with their primary care physician (pcp). If additional information regarding the patient outcome is received, this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).